Event description:
It was reported the patient had a possible drug withdrawal since a pump refill on (B)(6) 2014. It was noted diagnostic testing or troubleshooting was not performed. The patient¿s status at the time of this report was ¿alive-no injury¿. Specific symptoms or complications related to the event were not reported. It was also reported the pump was replaced due to elective replacement indicator (eri) and new pump medications were placed in the pump. It was reported there were no issues with the catheter prior to replacement. It was further reported the drug concentration was being changed during pump replacement and they were not aspirating the total catheter volume (tcv). A back table prime will be done and it was questioned about bridging the tcv. The pump was being used to deliver fentanyl 50mcg/ml, bupivacaine 0.3mg/ml, baclofen 30mcg/ml , and dilaudid 25 mg/ml. It was reported it was unknown what the cause of the patient¿s symptoms were. When the patient experienced withdrawal symptoms the pump was programmed to deliver fentanyl dose 14, bupivacaine dose 0.08 and baclofen dose 8 (units not specified). It was also reported the patient was sore post operatively, but denied any withdrawal symptoms currently. It was noted it was not believed to be a pump issue and the physician questioned the accuracy of concentration from the recent refill. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n184832010, implanted: (B)(6) 2009, product type: catheter. (B)(4).